Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead, implanted with another manufacturer's device, exhibited increasing shock impedance measurements including high out of range measurements. Continued monitoring or additional troubleshooting was recommended by the other manufacturer's technical services. No adverse patient effects were reported.